Manufacturer narrative:
(B)(4). This was found during cleaning in sterile processing.

Event description:
It was reported that during the use of the device for a non-clinical activity, the ball bearing fell out when taking it apart. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) observed missing ball bearing from shaft assembly. The ball bearing needs to be replaced when part is available and repair authorization from the customer is received. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.